Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that water leakage was found at metal part of lor syringe at insertion, then it was replaced by a new one. There was no patient injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the lor syringe with no relevant findings. The customer reported the lor syringe was leaking at the metal tip. The customer returned one opened kit (B)(4). The lor syringe was removed from the kit and was visually examined with and without magnification. Visual examination of the syringe revealed the metal tip appears to be damaged. The tip is cracked and appears to have been pried away from the glass surface of the syringe (B)(4). No other visual defects or anomalies were observed. Functional testing was performed on the returned syringe using the lab leak tester (B)(4) per the parameters in (B)(4) rev. 3, section 7.2-positive pressure leakage. Water was aspirated into the syringe and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. A leak was detected between the metal tip and bottom of the barrel specifically where the tip was damaged. Other remarks: nonconformance have been initiated to further investigate this complaint issue. The reported complaint of the lor syringe leaking was confirmed based on the sample received. Visual examination of the returned sample revealed the metal tip is damaged. Functional testing revealed the lor syringe was found to be leaking between the metal tip and bottom of the barrel specifically where the tip was damaged. A device history record review was performed on the lor syringe with no evidence to indicate a manufacturing related issue. The lor syringe is a purchased part. Therefore, the potential root cause of this issue is supplier related. A nonconformance has been initiated to further investigate this issue.

Event description:
It was reported that water leakage was found at metal part of lor syringe at insertion, then it was replaced by a new one. There was no patient injury.